Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/pregnancy (ectopic)") and uterine perforation ("migration/perforation of the essure/migration of essure device-(location: uterus)") in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. The patient's past medical history included multigravida, live birth in 1990, live birth in 1992, live birth on (B)(6) 2012, femoral hernia repair and arthritis multiple joint. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, nickel sensitivity, pollen allergy, allergic reaction to analgesics, latex allergy, seasonal allergy, abdominal adhesions and uterine prolapse. Concomitant products included diphenhydramine hydrochloride (benadryl) and thomapyrin n (excedrin extra strength). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with menstruation delayed. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), irritable bowel syndrome ("irritable bowel syndrome") and arthralgia ("joint pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with methotrexate, surgery (bilateral salpingectomy on (B)(6) 2014 and hysterectomy on (B)(6) 2014) and surgery (bilateral salpingectomy on (B)(6) 2014 and hysterectomy. On (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, uterine perforation, dysfunctional uterine bleeding, pelvic pain, allergy to metals and irritable bowel syndrome outcome was unknown and the arthralgia was resolving. The reporter considered allergy to metals, arthralgia, dysfunctional uterine bleeding, ectopic pregnancy with contraceptive device, irritable bowel syndrome, pelvic pain, and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013, pathology test revealed endometrial biopsy: portions of weakly proliferative endometrium and strips of endometrial glandular epithelium; negative for glandular hyperplasia and malignancy. Scattered spindled stromal fragments demonstrated rare plasma cells, suggestive of possible chronic endometritis. On (B)(6) 2014, a left fallopian tube with essure coil, tubal ligation: small paratubal cyst. No evidence of essure coil identified. B right fallopian tube with essure coil, tubal ligation: small focus of chronic inflammation. Essure coil identified. Findings revealed bilateral fibrosis of proximal tubes positive identification of essure coil right tube (removed) first degree prolapse of uterus nl ovaries. On (B)(6) 2014, x-ray pelvis revealed circular metallic density mid pelvis to the left of the midline, possible retained foreign body or metallic density in the bowel. No prior films are available for purposes of comparison. Recommend clinical correlation. On (B)(6) 2014, surgical pathology report-tissue exam revealed uterus with cervix and essure coil. Essure coil identified. Mechanical complication of unspecified genitourinary device, implant, and graft. Uterine prolapse without mention of vaginal wall prolapse. 11 cm in length, 5.0 cm from cornu to cornu, 5.0 cm from anterior to posterior. Serosa: has been partially opened on the left lateral aspect to reveal the uterine cavity and in the left cornu, a segment of essure coil protruding, the serosa is otherwise tan-pink smooth. On (B)(6) 2015, bilateral digital screening mammogram 3d tomosynthesis/ 2d with cad revealed the tissue of both breasts was heterogeneously dense, which may obscure small masses. Examination indicates an intramammary lymph node and a biopsy marker in the right breast, there was a 1.9 cm lobulated mass with a circumscribed margin in the right breast at 6 o'clock middle depth 6 cm from the nipple. No other significant masses, calcifications, or other findings were seen in either breast. On (B)(6) 2015, ultrasound of the right breast revealed there was no sonographic evidence of malignancy. The area in the right breast at 5 o'clock anterior depth was benign. A 1 year screening mammogram was recommended. Concerning the injuries reported in this case , the following one / ones were described in patient's social media : arthralgia" . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded however, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event- : "joint pain" , reporter added from social media. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/pregnancy (ectopic)") and uterine perforation ("migration/perforation of the essure/migration of essure device-(location: uterus)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. The patient's past medical history included multigravida, live birth in 1990, live birth in 1992, live birth on (B)(6) 2012, femoral hernia repair and arthritis multiple joint. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, nickel sensitivity, pollen allergy, allergic reaction to analgesics, latex allergy, seasonal allergy, abdominal adhesions and uterine prolapse. Concomitant products included diphenhydramine hydrochloride (benadryl) and thomapyrin n (excedrin extra strength). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and irritable bowel syndrome ("irritable bowel syndrome"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methotrexate, surgery (bilateral salpingectomy on (B)(6) 2014 and hysterectomy on (B)(6) 2014) and surgery (bilateral salpingectomy on (B)(6) 2014 and hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, uterine perforation, dysfunctional uterine bleeding, pelvic pain, allergy to metals and irritable bowel syndrome outcome was unknown. The reporter considered allergy to metals, dysfunctional uterine bleeding, ectopic pregnancy with contraceptive device, irritable bowel syndrome, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2013, pathology test revealed endometrial biopsy: portions of weakly proliferative endometrium and strips of endometrial glandular epithelium; negative for glandular hyperplasia and malignancy. Scattered spindled stromal fragments demonstrated rare plasma cells, suggestive of possible chronic endometritis. On (B)(6) 2014, left fallopian tube with essure coil, tubal ligation:- small paratubal cyst. No evidence of essure coil identified. Right fallopian tube with essure coil, tubal ligation:- small focus of chronic inflammation.- essure coil identified. Findings revealed bilateral fibrosis of proximal tubes positive identification of essure coil right tube (removed) first degree prolapse of uterus nl ovaries. On (B)(6) 2014, x-ray pelvis revealed circular metallic density mid pelvis to the left of the midline, possible retained foreign body or metallic density in the bowel. No prior films are available for purposes of comparison. Recommend clinical correlation. On (B)(6) 2014, surgical pathology report-tissue exam revealed uterus with cervix and essure coil. Essure coil identified. Mechanical complication of unspecified genitourinary device, implant, and graft. Uterine prolapse without mention of vaginal wall prolapse. 11 cm in length, 5.0 cm from cornu to cornu, 5.0 cm from anterior to posterior. Serosa: has been partially opened on the left lateral aspect to reveal the uterine cavity and in the left cornu, a segment of essure coil protruding, the serosa is otherwise tan-pink smooth. On (B)(6) 2015, bilateral digital screening mammogram 3d tomosynthesis/ 2d with cad revealed the tissue of both breasts was heterogeneously dense, which may obscure small masses. Examination indicates an intramammary lymph node and a biopsy marker in the right breast, there was a 1.9 cm lobulated mass with a circumscribed margin in the right breast at 6 o'clock middle depth 6 cm from the nipple. No other significant masses, calcifications, or other findings were seen in either breast. On (B)(6) 2015, ultrasound of the right breast revealed there was no sonographic evidence of malignancy. The area in the right breast at 5 o'clock anterior depth was benign. A 1 year screening mammogram was recommended. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded however, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-jan-2018: new events added-nickel allergy and irritable bowel syndrome. Historical conditions, historical drugs, concomitant conditions, concomitant drugs and lab data added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/pregnancy (ectopic)') and uterine perforation ('migration/perforation of the essure/migration of essure device-(location: uterus)') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. The patient's medical history included live birth on (B)(6) 2012, live birth in 1992, live birth in 1990, multigravida, femoral hernia repair, arthritis multiple joint, genital warts, hemorrhoids, uterine fibroid and heartburn. On (B)(6) 2014, x-ray pelvis revealed circular metallic density mid pelvis to the left of the midline, possible retained foreign body or metallic density in the bowel. No prior films are available for purposes of comparison. Recommend clinical correlation. On (B)(6) 2014, surgical pathology report-tissue exam revealed uterus with cervix and essure coil. Essure coil identified. Mechanical complication of unspecified genitourinary device, implant, and graft. Uterine prolapse without mention of vaginal wall prolapse. 11 cm in length, 5.0 cm from cornu to cornu, 5.0 cm from anterior to posterior. Serosa: has been partially opened on the left lateral aspect to reveal the uterine cavity and in the left cornu, a segment of essure coil protruding, the serosa is otherwise tan-pink smooth. On (B)(6) 2015, bilateral digital screening mammogram 3d tomosynthesis/ 2d with cad revealed the tissue of both breasts was heterogeneously dense, which may obscure small masses. Examination indicates an intramammary lymph node and a biopsy marker in the right breast, there was a 1.9 cm lobulated mass with a circumscribed margin in the right breast at 6 o'clock middle depth 6 cm from the nipple. No other significant masses, calcifications, or other findings were seen in either breast. On (B)(6) 2015, ultrasound of the right breast revealed there was no sonographic evidence of malignancy. The area in the right breast at 5 o'clock anterior depth was benign. A 1 year screening mammogram was recommended. Previously administered products included for an unreported indication: mirena. Concurrent conditions included bleeding time abnormal since (B)(6) 2014, overweight, nickel sensitivity, pollen allergy, allergic reaction to analgesics, latex allergy, seasonal allergy, abdominal adhesions, uterine prolapse, rectal bleeding, rectal polyp, bleeding menstrual heavy and dyspareunia. Family history included colon cancer. Concomitant products included acetylsalicylic acid; caffeine; paracetamol (excedrin extra strength) and diphenhydramine hydrochloride. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with menstruation delayed and experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. In 2014, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), irritable bowel syndrome ("irritable bowel syndrome"), arthralgia ("joint pain") and menorrhagia ("very large clot"). The patient was treated with methotrexate and surgery (bilateral salpingectomy on (B)(6) 2014 and hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, uterine perforation, dysfunctional uterine bleeding, pelvic pain, allergy to metals, irritable bowel syndrome and menorrhagia outcome was unknown and the arthralgia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered allergy to metals, arthralgia, dysfunctional uterine bleeding, ectopic pregnancy with contraceptive device, irritable bowel syndrome, menorrhagia, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: positive. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2013: results: negative for glandular hyperplasia and malignancy on (B)(6) 2013, pathology test revealed endometrial biopsy: portions of weakly proliferative endometrium and strips of endometrial glandular epithelium; negative for glandular hyperplasia and malignancy. Scattered spindled stromal fragments demonstrated rare plasma cells, suggestive of possible chronic endometritis.; on (B)(6) 2014: results: small paratubal cyst. On (B)(6) 2014, a- left fallopian tube with essure coil, tubal ligation:- small paratubal cyst. No evidence of essure coil identified. B- right fallopian tube with essure coil, tubal ligation:- small focus of chronic inflammation.- essure coil identified. Findings revealed bilateral fibrosis of proximal tubes positive identification of essure coil right tube (removed) first degree prolapse of uterus nl ovaries.; on (B)(6) 2014: results: uterus with cervix and essure coil. Ultrasound scan - on (B)(6) 2015: results: there is no sonographic evidence of malignancy. X-ray - on (B)(6) 2014: results: possible retained foreign body. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded however, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Amendment: the report was amended for the following reason: all information was transferred from deleted case (B)(4). Source document, references, event: menorrhagia, were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and uterine perforation ("migration/perforation of the essure") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (2 pelvic surgeries to try and alleviate the symptoms, first on (B)(6) 2014 and second on (B)(6) 2014). At the time of the report, the ectopic pregnancy with contraceptive device, uterine perforation, dysfunctional uterine bleeding and pelvic pain outcome was unknown. The reporter considered dysfunctional uterine bleeding, ectopic pregnancy with contraceptive device, pelvic pain and uterine perforation to be related to essure. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who experienced adverse events including an ectopic pregnancy and migration/perforation of the essure reported in 2014, following essure (fallopian tube occlusion insert) insertion done on (B)(6) 2013. The patient was treated with surgery (2 pelvic surgeries to try and alleviate the symptoms, first on (B)(6) 2014 and second on (B)(6) 2014). Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-insert in place. Some of these pregnancies occurred due to patient non compliance which included failure to return for the essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g.hysteroscopy, curettage), including insertion of a fallopian tubal occlusion insert (essure). In this case, limited information was provided. This case was classified as incident due to the reported surgeries. A product technical analysis is being sought. Follow up information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and uterine perforation ("migration/perforation of the essure") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (2 pelvic surgeries to try and alleviate the symptoms, first on (B)(6) 2014 and second on (B)(6) 2014). At the time of the report, the ectopic pregnancy with contraceptive device, uterine perforation, dysfunctional uterine bleeding and pelvic pain outcome was unknown. The reporter considered dysfunctional uterine bleeding, ectopic pregnancy with contraceptive device, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded however, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who experienced adverse events including an ectopic pregnancy and migration/perforation of the essure reported in 2014, following essure (fallopian tube occlusion insert) insertion done on (B)(6) 2013. The patient was treated with surgery (2 pelvic surgeries to try and alleviate the symptoms, first on (B)(6) 2014 and second on (B)(6) 2014). Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-insert in place. Some of these pregnancies occurred due to patient non compliance which included failure to return for the essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g.hysteroscopy, curettage), including insertion of a fallopian tubal occlusion insert (essure). In this case, limited information was provided. This case was classified as incident due intervention required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow up information will be obtained through the litigation process.